Manufacturer narrative:
H.6. Investigation: the analysis of the batch history (DHR), maintenance records and quality notifications were performed and no records were observed that could be potentially related to the incident. Through the analysis of the photos sent by the customer, which demonstrate the box in which the material was in and the packaging of the material (top web) it is not possible to confirm whether the packaged material is incorrect. All batch retention samples were analyzed and no deviation was found. All the top web collections used in the batch were also analyzed and all of them are in accordance with the product that was being produced. Therefore, it is not possible to confirm the complaint and carry out an investigation and determine the root cause for the incident.

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla came with a mix of product types and had incorrect label information. The following information was provided by the initial reporter: in the closed box it is stating that it is a 5ml 30x7 syringe, inside the box there is a 5ml 25x7 syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter last name: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe solomed 5ml ll 22x1-1/4 w/sh sla came with a mix of product types and had incorrect label information. The following information was provided by the initial reporter: in the closed box it is stating that it is a 5ml 30x7 syringe, inside the box there is a 5ml 25x7 syringe.